Event description:
It was reported following replacement of the old ins impedance values were measuring 29,000 to 35, 000 ohms. The #2 and #3 contacts were >40,000 ohms. One extension showed 4 contacts not 8 at the ins site. Repeated extension insertions produced identical results. The physician brought the pt out of sedation to test the stimulation. The ins was programmed with the same electrodes as prior to replacement and the pt reported feeling stimulation in the same area. The physician planned to close the pt and then check impedance values and therapy again in recovery. Additional info has been requested. See also MFR report #3004209178200904550.

Manufacturer narrative:
(B) (4).